Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional emboshield nav6 mentioned is being filed under a separate manufacturer report number. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the emboshield nav6 embolic protection system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that while advancing a nav6 embolic protection system (eps) over a provided barewire workhorse guide wire and into a 7-french non-abbott sheath toward a heavily calcified lesion in the heavily tortuous left internal carotid artery, just prior to reaching the target lesion, resistance was felt against the vessel, force was applied, without pulling back on the white handle, the filtration element deployed prematurely proximal to the target site. Reportedly, the filtration element was able to be closed and retracted back into the same delivery catheter and was withdrawn from the anatomy without resistance. Another nav6 was used with an unspecified buddy wire successfully in completing the procedure. One hour post-procedure, the patient exhibited incoherence and was subsequently revascularized; however, no immediate cause for the incoherence was identified. On (B)(6) 2013, as the incoherence had not yet resolved, the patient underwent a CT scan. As of (B)(6) 2013, the symptoms have resolved; it was unable to be determined if the cause for the incoherence was a transient ischemic attack or something else. There was no report of adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.